Manufacturer narrative:
The product analysis indicates that the reported issue of overheating could not be verified as the handpiece motor was seized upon return. The housing was disassembled and all internal parts, including the motor, wheel lock, housing and screws, were severely corroded due to dried saline. All internal parts, seals, bearings, housing, motor, and cable were replaced. The device was repaired, cleaned, and tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use the handpiece immediately overheated. A replacement handpiece was used to complete the case. There was no patient impact or injury.